Event description:
It was reported that the device was running above 7.6% exceeding the 6% accuracy limit. The event occurred during accuracy checking. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. The device had not previously been serviced. Functional and accuracy tests were performed. The customer's reported problem was not confirmed as the device passed all tests. Preventative maintenance will be performed.